Event description:
As reported: "subject: (B)(6) post market clinical evaluation of gamma 4: prospective, multicenter, follow-up study (pegasus). Deep vein thrombosis. Patient noticed acute worsening of left leg swelling on (B)(6) 2024. He reported to surgeon who recommended dvt study. Us at ed on 04 jun showed dvt of left peroneal vein. Pcp prescribed eloquis for at least 3-month course. Still taking as of (B)(6) 2024.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.